Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 400 mg/dl and customer¿s other blood glucose was 310 mg/dl. Customer stated that quick serter was broken and that cause cannula bent. Customer was treated for their high blood glucose with insulin pump. The insulin pump will not be returned for analysis.